Event description:
On (B)(6) 2013, the patient underwent full revision. Attempts for product return have been unsuccessful.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional prior to distribution. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, a physician reported that diagnostics showed high impedance (>10,000 ohms), and low output status. The patient was last seen on (B)(6) 2012 with normal impedance ((B)(6) 2012) (1986 ohms, eos: no). The patient did not report any traumatic events or fall, and there were no programming changes since that time. The patient denied any symptoms. The patient's device was programmed off. Attempts for x-rays have been unsuccessful. Surgery is likely but has not taken place. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
The generator and lead were returned for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the generator was completed on (B)(4) 2014. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the lead was completed on (B)(4) 2014. During the visual analysis of the returned 40mm portion the (+) white electrode quadfilar coil appeared to be broken approximately 3mm from the proximal end of the anchor tether. Scanning electron microscopy was performed and identified the area on two of the broken coil strands as having extensive pitting which prevented identification of the coil fracture type. The remaining two broken coil strands were identified as being mechanically damaged with pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface. Determination could not conclusively be made on the fracture mechanism. During the visual analysis of the returned 40mm portion the (-) green electrode quadfilar coil appeared to be broken approximately 3mm and 1.5mm from the proximal end of the anchor tether. Scanning electron microscopy was performed on the (-) green electrode quadfilar coil breaks (found at 3mm and 1.5mm) and identified the areas as being mechanically damaged with pitting which prevented identification of the coil fracture type. Determination could not conclusively be made on the fracture mechanism. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy - provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus and calcium. With the exception of the observed discontinuities the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.